Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury. Nonsurgical treatments: on (B)(6) 2007 the patient commenced psychological medication for the treatment of: depression. Treatment duration: 7 years. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: help reduce incontinence. On (B)(6) 2005 the patient commenced other (please specify) for the treatment of: help reduce utis. Treatment duration: 15.